Event description:
In 2009, the patient's husband reported the patient had an elevated blood glucose reading of 23 mmol/l (414 mg/dl) with her target range being 6 mmol/l (108 mg/dl). He stated the patient began using her insulin infusion device today and has only used it for her boluses. Her pre-evening meal blood glucose was 7 mmol/l (126 mg/dl) and then about an hour ago, her reading was 23 mmol/l. She programmed a 3.0 unit bolus through her device and her husband then saw air in the tubing. They disconnected the insulin set tubing from the headset and primed out the air. She then reconnected to her device and tried to bolus but received an e4 (occlusion) message. To troubleshoot, the patient was advised to change her headset. She did so and her husband stated the cannula was not bent. He stated there was only a tiny air bubble in the luer lock connection area which he successfully primed out. The patient then reconnected the tubing to a new headset and bolused 1 unit of insulin. The husband stated the patient has been bolusing 1 unit each time she disconnects the tubing from the headset. He was advised to only bolus 1 unit when the patient changes her headset. A complimentary infusion set insertion device was sent to the patient. The next morning, the patient called back and stated her blood glucose last night had elevated up to 25 mmol/l (450 mg/dl) which she treated by bolusing insulin. She said her reading this morning at 8 am was 9.6 mmol/l (172.8 mg/dl). She said she then received another e4 (occlusion) error along with an a8 (bolus cancelled) message. She stated that prior to her call, she successfully primed the infusion set and reattached to her device but then received another e4. The patient was educated on how to properly insert her infusion set. She was then instructed to disconnect from her headset and prime the infusion set which went through without error. She was advised to change her headset. The patient did so and then delivered the rest of her bolus. On follow up with the patient four days later, she stated her blood glucose has returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.